Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the auxiliary monitor was being used to complete the procedure. It was reported to philips flexvision did not display. Upon troubleshooting, rse checked the system and tried retrieving all the information but was failed and confirmed that the flexvision pc did not display. To resolve the issue, customer replaced the flexvision monitor. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision monitor was not displaying the images. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.